Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on the bending section cover had a chip. Due to clogging of the nozzle, no air or water was fed. The grip, scope connector, switch 2, switch box, flexibility adjustment ring, forceps elevator knob, scope connector cover unit, plastic distal end cover, and connecting tube were scratched. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a foreign object inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The subject events can be detected and prevented by implementation in accordance with the below IFU: instructions for cf-xz1200l/I, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for cf-xz1200l/I, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.